Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime unit during prime test due to faulty force sensor system. The motor was tested outside the device and passed. The pump was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.